Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a power error detected alarm. The customer reported that they could clear the alarm and could complete the rewind process. The customer had previously called to report power error detected. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the device was monitored and functioned properly.